Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis, and the reported complaint could not be confirmed. The device was received in an opened blister tray inside the product carton. Solution is dried in the device. The lock-out assembly has been removed. The plunger has been advanced outside of the device. The intraocular lens (iol) was not returned. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Additional information: the complainant indicates the use of non-company viscoelastic which is not qualified for use with the associated product. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery with intraocular lens (iol) implant procedure, leading haptic could not be folded properly and the iol implantation failed. An injector was also defective. The iol was implanted in the patient's eye as it was and remains in place. The surgery was completed on same day.